Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states there was blood at site and they had issues with their sensor and blood glucose readings. The customer states their sensor reading was 40mg/dl, but there blood glucose level was actually 300mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to insert new sensor in a different location and monitor the site. The customer is being sent replacements.